Event description:
Boston scientific received information that stored episodes revealed noise on both channels with 3-4 beats of ventricular oversensing. The episodes correlated with a period of time when the patient had pneumonia with lots of coughing. The caller concern was reduced as the noise and oversensing was unable to be reproduced and all other measurements were normal. No adverse patient effects were noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.